Manufacturer narrative:
Ra has received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Myomectomie - "surgeon performed an open myomectomy on a large, fibrous, vascular fibroid. With heavy eschar on the jaws, the blade lever jammed or became "sticky" in the retracted position, making it difficult for the surgeon to unlatch the handle to release tissue from the jaws. The surgeon was able to push the blade lever or handle forward to release the tissue from the jaws. The surgeon completed the case with the same device. Activation log is with (B)(6)." Intervention - n/a. Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event device was returned for investigation with the jaws closed, handle unlatched and blade lever stuck in the retracted position. Upon inspection, engineering observed eschar buildup on the jaws and in blade channel of the device. Engineering dissembled the device shaft to manually open the jaws and reset the blade lever. After reassembling the device and removing the eschar from the blade channel, engineering confirmed that the blade was able to retract smoothly along the full length of the jaws. The root cause of a jammed blade lever is due to eschar buildup in the blade channel of the device as blade movement improved upon removal of the eschar. As specified in the voyant instructions for use (IFU), "buildup of eschar can negatively affect sealing and cutting performance" and "use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.